Event description:
Healthcare professional reported "the patient shows a calcification of the shell on the left which becomes painful. On the exam, no lymphadenopathy, no inflammation. The left device is rupture. Presence of very calcified shell." Healthcare professional reported "rupture of the prosthesis; the anatomical pathology analysis shows fibrous and calcified periprosthetic capsules without tumoral lesion." Record is for left side. Patient undergone capsulectomy. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, calcification.

Event description:
Healthcare professional reported "the patient shows a calcification of the shell on the left which becomes painful. On the exam, no lymphadenopathy, no inflammation. The left device is rupture. Presence of very calcified shell." Healthcare professional reported "rupture of the prosthesis; the anatomical pathology analysis shows fibrous and calcified periprosthetic capsules without tumoral lesion." Record is for left side. Patient undergone capsulectomy. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed two openings assessed as surgical damage. Calcification: observed. Breast pain: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "the patient shows a calcification of the shell on the left which becomes painful. On the exam, no lymphadenopathy, no inflammation. The left device is rupture. Presence of very calcified shell." Healthcare professional reported "rupture of the prosthesis; the anatomical pathology analysis shows fibrous and calcified periprosthetic capsules without tumoral lesion." Record is for left side. Patient undergone capsulectomy. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.